Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was playing sand volleyball. Reportedly, sand may have been blocking the pump vents. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer was able to ultimately clear the alarm and resume insulin delivery.